Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system will not bootup. The representative re-inserted the memory card and then the system booted up as normal. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system's mobile view station (mvs) can not boot up as normal. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.